Event description:
At approx 10 am nursing attempted to insert feeding tube. Several attempts were made. Resistance met. Checked end tube in water; when bubbled, removed immediately. Attempts terminated at 10:20 am. Physicians notified. At 11:00 am pt experienced respiratory distress. Code called, pt intubated. Chest tube placed. Transferred to critical care. Pt died of tension pneumothorax, respiratory arrest.